Manufacturer narrative:
Based on the follow up information received the lead is no longer suspected of the complaint. There is no lead problem.

Event description:
It was reported that a patient presented via merlin.net transmission. The right ventricular lead showed multiple episodes of oversensing. Some deflections were also seen in the signal on the discrimination channel. Follow up attempts have been made with the patient but has been unsuccessful. No intervention has been performed. No patient symptoms were reported.